Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the data available and the results of this evaluation no product deficiency was identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated an architect i1000sr analyzer generated a (B)(6) result for one patient sample. The patient had previously generated a (B)(6) result with (B)(4) testing at a different facility, and on the customer's architect i1000sr analyzer. Western blot testing confirmed the (B)(6) results. The patient was readmitted to the customer's facility and the architect i1000sr analyzer generated a negative (B)(6) result this time. A mini-vidas generated a weak reactive (B)(6) result for the sample. There was no adverse impact to patient management reported.